Event description:
The reporter stated the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in 2008. At a post-operative visit, it was discovered that the tp had endophthalmitis. The pt's current best-corrected visual acuity is 20/100- and there is vitreous debris/haze over macula and it is slowly clearing.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaint was found.